Event description:
The device was used during a diagnostic laparoscopy, the rep reported the surgeon was using a dh085 that melted the 5mm trocar and the pt's skin was burned. The hosp is returning the generator, foot switch, and the hand piece for evaluation. 3/31/97 rec'd medwatch #050121-1997-0002 from hosp stating "at the end of surgical procedure-cautery of endometrial ablation-the 5mm port site(supra pubic)noted to have burned area on skin. 5mm trocar had a hole at the upper end of the barrel. The first instrument used, was getting hot. The staff changed to a bard electrosurgical unit(esu). The esu output test was good and within specifications. A 4mm excision of burned subcutaneous tissue was taken, 4 sutures of 3-0 plain suture."